Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was additionally reported that the lead measured undefined impedance. The lead was capped and replaced.

Event description:
It was reported that the right ventricular (rv) lead impedance is high and has been trending up. The lead remains in use. No patient complications have been reported as a result of this event.